Event description:
A trilogy o2 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, a "service required" codes related to oxygen blending module failure was found in the ventilator's downloaded error log. The device's oxygen blender pca and interface pca were replaced to address the issues. In addition of the above evaluation, trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter was replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.